Event description:
Additional information was received from the patient (pt). Manufacturer representative (rep) called pt and set up an appointment for pt on (B)(6) 2026 with the doctor. The cause of the issue was undetermined. Pt got another shock from the battery on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they had been getting shocked with the stimulator in their back and last night was the worst one. Patient said the shocks lasted like 5 minutes and hurt really bad. The issue started probably about 2 weeks ago and had been small ones but last night had been a big one. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they would be seeing healthcare provider on tuesday.